Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device / left essure device external to the left fallopian tube, the left fallopian tube is patent') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". On (B)(6) 2015, the patient had essure inserted. In 2017, the patient was found to have a pregnancy with contraceptive device ("pregnant after failed essure"). On an unknown date, the patient experienced device dislocation (seriousness criterion medically significant). At the time of the report, the device dislocation and pregnancy with contraceptive device outcome was unknown. Pregnancy related information: prospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered device dislocation and pregnancy with contraceptive device to be related to essure. The reporter commented: singleton pregnancy. Number of fetuses: 1. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2015: bilateral essure devices are demonstrated symmetrically. However contrast does fill the left fallopian tube and peritoneal spill is demonstrated. The right tube appears occluded; on (B)(6) 2015: the essure devices are present symmetrically in the pelvis; on (B)(6) 2016: the essure device is not within the fallopian tube. The left fallopian tube opacifies normally and there is spillage from the tube. Most recent follow-up information incorporated above includes: on 30-jun-2021: medical record received: event device dislocation marked serious. Reporter information, rcc and lab data were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.